Event description:
It was reported that the initial procedure was performed on (B)(6) 2014, to treat a 70-80% stenosed lesion in the proximal left anterior descending artery with moderate calcification and mild tortuosity. Thrombus aspiration was performed and the lesion was pre-dilated with a 2.75 x 15 non-abbott balloon. The 2.5 x 28 mm xience xpedition stent was implanted, and post dilatation was performed with a 2.75 x 15 mm non-abbott balloon. The stent was confirmed to be fully apposed. The patient was compliant in following the dual antiplatelet drug therapy (dapt) after the initial procedure, and aspirin and plavix were prescribed. One hour post-procedure, the patient was suddenly unconscious. ECG showed ventricular fibrillation. Defibrillation and electrocardiogram monitoring was performed immediately. The patient experienced chest pain 3 days post-procedure. On (B)(6) 2014, additional angiography was performed, and thrombosis was observed in the implanted stent. Thrombus aspiration was performed and a 2.5 x 28 mm xience xpedition stent was implanted which overlapped the previously deployed stent by 1mm. The plavix was changed to ticagrelor, and it was confirmed that the patient had a good outcome. No additional information was provided.

Manufacturer narrative:
(B)(4). The stent remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned. Angina, thrombosis and ventricular fibrillation are listed in the xience xpedition everolimus eluting coronary stent systems instructions for use as known patient effects of coronary stenting procedures. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling. A review of the lot history record revealed no non-conformances that would have contributed to the reported event.